Manufacturer narrative:
H3:product analysis :evaluation could not be performed because of the tube doesn't extend/retract is stuck/sticking. It was noted that the tube index marks and parts are faded. D9: updated: product received date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they did an ontologic procedure and had to drill out the mastoid, the bur in the attachment started vibrating and kicked out to the sides. They had to stop the procedure; the patient was then already hurt. It was reported that the patient was alive - with injury. It was reported that total paresis of the facial nerve. On follow up, it was reported the facial nerve is completely damaged on one side. The patient has sensory and motor impairments in the facial area, as well as severe problems with dizziness originating from the inner ear.

Manufacturer narrative:
Correction: correction reported created based on the analysis findings, annex c updated to cause not established or cause not concluded code (c24). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.